Event description:
Bayer case number: (B)(4). Chronic pelvic pain female [pelvic pain female], I am currently suffering from chronic intense fatigue [chronic fatigue], bending movements down the body are painful [pain muscle] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain female") in a female patient who had essure (ess205) inserted (lot no. 508836) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), fatigue ("I am currently suffering from chronic intense fatigue") and myalgia ("bending movements down the body are painful"). Essure (ess205) treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to fatigue, pelvic pain or myalgia. The reporter commented: following the insertion of an essure device in the context of hysteroscopic tubal sterilization in 2024, side effects. Gradually appeared, without being linked to this cause. I am currently suffering from chronic intense fatigue and pelvic pain. Which is becoming increasingly unbearable. Bending movements down the body are painful. Period of onset: symptoms have been getting worse since 2020. Current status of patient: tests currently underway for removal. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2006: hysteroscope inserted under visual control exposure of the cavity identified: a cavity of normal size, two ostia seen, normal mucosa, a normal cervico-isthmic outlet., tubal stent fitted under visual control, number of coils visible: right: 3 lefts: 3. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pelvic pain female [pelvic pain female], I am currently suffering from chronic intense fatigue [chronic fatigue], bending movements down the body are painful [pain upon movement] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-mar-2025. The most recent information was received on 20-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain female") in a female patient who had essure (ess205) inserted (lot no. 508836) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), fatigue ("I am currently suffering from chronic intense fatigue") and pain ("bending movements down the body are painful"). Essure (ess205) treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to fatigue, pelvic pain or pain. The reporter commented: following the insertion of an essure device in the context of hysteroscopic tubal sterilization in 2024, side effects gradually appeared, without being linked to this cause. I am currently suffering from chronic intense fatigue and pelvic pain which is becoming increasingly unbearable. Bending movements down the body are painful. Period of onset: symptoms have been getting worse since 2020. Current status of patient: tests currently underway for removal. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2006: hysteroscope inserted under visual control exposure of the cavity identified: a cavity of normal size, two ostia seen, normal mucosa. A normal cervico-isthmic outlet. Tubal stent fitted under visual control number of coils visible: right: 3 lefts: 3. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-mar-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this was provided in a supplementary report.